Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse called from the ICU to report that the intra-aortic balloon pump (iabp) was disconnected from outlet power for a trip to the CT scanner. After about one minute it was reported that the screen went blank and the iabp stopped. The customer was not sure if it had completely shut down. They rebooted and were able to put it back up, but they were unable to press start and autofill. The iabp then generated an autofill failure message as well as a low vacuum message. The autofill button and start button would not engage. They were able to press a few buttons that did work on the iabp. The getinge representative advised to power down and reboot again, but this did not resolve the issue. The getinge representative recommended removing the iab and/or replacing, and also consider a new iabp due to the iab being immobile for at least 45 minutes. The physician will be called on the next steps. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).